Event description:
During an in-clinic follow-up, the device was found to have caused an erosion of the device pocket. A revision procedure was performed to address the pocket erosion. As the device was near the elective replacement indicator, (eri), the physician elected to explant and replaced the device during the revision procedure. The patient was in stable condition.